Manufacturer narrative:
Reliability analysis inspected three opened/used enlite sensors and a performed visual inspection and found one of three sensor needles bent inside the sensor base. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used. The last two sensors were found separated from the sensor base needle. The cannulas had no broken or missing parts.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the needle broke from three sensors upon insertion. Customer was not sure if breakage was due to serter of sensor. Customer reported that one of the needle hub was still in the serter. Customer's blood glucose was 148 mg/dl. Customer was not able to troubleshoot due to being on his way to work.